Event description:
It was reported that the lead exhibited high impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information state the a recurrence of high impedance, the lead was capped and replaced successfully on (B)(6) 2016. The patient did not experience any adverse consequence and was stable post procedure.